Manufacturer narrative:
(B)(4). (B)(4). Information is unavailable; device was not returned for evaluation.the batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
(B)(6).the staple line was not completely across; another cartridge was used to complete the procedure. The device will not be released.